Event description:
It was reported that the lead fused with the other lead in the system and caused an artery to clot. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).